Event description:
Service people in to do routine work on this unit discovered that when the lateral tube foot switch was replaced, the unit continued to x-ray. Normally, the room lights darken when the unit is on and when the lights come back on it means the unit is off and there is no image on the screen. Even though the device was staying on when it should have been off, the lights and screen functioned as though there was nothing wrong with the unit. When the user switched from the lateral tube to the a to p tube (vertical tube) the lateral tube would disengage. Also if the image intensifier was placed in a park position, the lateral tube would turn off. Investigation of fluoro times showed that these events occurred only one way. The rptr stated that it appears only one pt received double fluoro time; 10 minutes of fluoro time instead of five. The rptr stated that this incident was investigated in 8/94.